Event description:
It was reported through a merlin.net transmission that the device exhibited an alert for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. The physician elected to monitor the patient as the oversensing appeared to have been an isolated event. No further oversensing was observed and no programming changes were made to the device. The device remains implanted and the patient was asymptomatic throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.